Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual device evaluation: "visual analysis of the photographs identified broken device. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a rupture related to the left side, MRI confirmed. Healthcare professional also reported "diffuse fibroadenomatosis" which is not device-related. Device was explanted.